Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced the fluid sense, pressure transducer, and plunger. The cse also ran a cup test and noticed small, micro bubbles in the sample tip during the last aspiration. There is clear air aspirating which can affect result readings. System was fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed high-sensitivity troponin patient result was obtained on the atellica im 1300 instrument. The same sample was repeated on the same instrument and a new sample was drawn and repeated on the same instrument. The initial result is considered correct, the first repeat result is considered discordant, and the second repeat result is considered correct. The initial and second repeat result were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed high-sensitivity troponin results.